Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 8 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted for hemolysis. On (B)(6) 2018, it was reported that an echocardiogram was performed. The patient was treated with a bivalirudin infusion. The patient was discharged home with a stable lactate dehydrogenase (ldh) and increased inr goal of 2.5-3.5. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported event could not be determined through this evaluation. Review of the submitted system controller log file showed normal device operation throughout with no atypical alarms captured. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.